Event description:
Pinched off catheter discovered during a scheduled explant. Catheter was found to be in the pt's right ventricle, and pt was scheduled for emergency catheterization to retrieve it. Break appears to be in the vicinity of the first rib and clavicle.